Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately seven months later, the rv lead exhibited polarity switch due to high impedance. The rv lead was capped, remains in the patient out service, and a new lead was implanted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch due to a steady rise in impedance to high levels. The lead also is reported to have a suspected fracture. Reprogramming of the lead is planned for the future and the lead remains in use. No patient complications have been reported as a result of this event.